Event description:
An ophthalmic surgeon reported that the white irrigation luer connector came off from the tube when replacing the ultrasound handpiece with the irrigation/aspiration handpiece during a procedure. There was no pt harm reported.

Manufacturer narrative:
A sample has been rec'd, but has not yet been evaluated. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).